Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 459888 lead, dtma1q1 crt-d, implant date: (B)(6) 2022 model: 310c27 tissue valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.